Manufacturer narrative:
On (B)(6) 2020, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where air in the hub occurred. After 30 minutes since the sheath was inserted, it was inserted into the left atrium. Lasso and the ablation catheter were changed several times, and when the sheath was flushed it came to draw in air. It was confirmed that the hemostatic valve would not be pulled in if it was blocked with a finger, but it was replaced in consideration of the possibility of air contamination. The procedure was completed without patient consequence. Device evaluation details: the device was visually inspected and it was found in good normal conditions. Per the complaint, the device was connected to the cool flow pump and it was successfully flushing. Neither air flows back were observed into the side port nor other anomalies were observed during the test. A device history record evaluation was performed for the finished device number, and no internal actions related to the complaint were found during the review. The customer complaint cannot be duplicated as intended. The device was found working in specification. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where air in the hub occurred. After 30 minutes since the sheath was inserted, it was inserted into the left atrium. Lasso and the ablation catheter were changed several times, and when the sheath was flushed it came to draw in air. It was confirmed that the hemostatic valve would not be pulled in if it was blocked with a finger, but it was replaced in consideration of the possibility of air contamination. The procedure was completed without patient consequence. Multiple attempts have been made to obtain clarification to this complaint, however, no further information has been made available. The air in the hub is an MDR-reportable issue.